Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 206 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery.